Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction had occurred due to a barcode scanner issue. A technical support specialist corrected the power management settings for usb and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue with the barcode scanner. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.